Event description:
It was reported that during a laparoscopic gastric bypass, the device was being used and an error sounded. The tips of the shears were cleaned outside of the pt and the tip broke off the device. A like device was used to complete the procedure. There was no pt consequence.